Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results from two different pt samples that were generated by the access instrument. Pt a: the pt sample was tested for accu tni and the result of 0.86 ng/ml was obtained. The customer re-tested the original sample for accu tni twice and obtained 2 lower results (0.22ng/ml and 0.26ng/ml). Pt b: the pt sample was tested for accu tni and the result of 0.53 ng/ml was obtained. The original sample was re-tested for accu tni and the repeated result was lower, 0.02 ng/ml. The customer then re-tested the original sample for accu tni two more times and obtained 2 results of 0.54 ng/ml. It is unclear what values the customer believes to be true for pt b. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System check performed on 09/21/2006 was within specifications. The specimens were collected in plastic, 4ml, bd lithium heparin non-gel tubes. The samples were centrifuged at 3,000 rpm for 10 minutes at ambient temperature. The accu tni results were printed without any flags. Based on available info, one of the samples was hemolyzed, but there is no info which one. A field service engineer (fse) was dispatched to the customer's lab on 09/26/2006. The fse inspected the instrument and discovered a substrate not drawing back and a 10 point bearing was coming off of the shaft. The fse replaced several hardware components. After service completion, the fse conducted diagnostics testing and the results passed within specifications. The fse verified instrument operations per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.